Manufacturer narrative:
A review of the complaint history, drawings, instructions for use (IFU), documentation, manufacturing instructions, specification and quality control data was conducted during the investigation. The complaint device was not returned for investigation. However, one prior to use set was returned for investigation (per photos no lot identification). The returned catheter was leak tested with water under pressure. No leaks were detected. A thorough investigation cannot be completed without the complaint device. The returned catheter met requirements and did not leak. A review of the device history record and complaint lot search could not be performed as the complaint lot number was not provided. The device is shipped with instructions for use, which states the proper warnings, precautions, and instructions for use. Based on the investigation evaluation, there is no indication that a design or process related failure mode contributed to this event. Current controls for manufacturing are in place to assure functionality and device integrity prior to shipping. Review of production and quality documentation did not observe any specific issues with current manufacturing or quality controls that may have contributed to this incident. Based on the provided information, no product returned and the results of our investigation, a definitive root cause could not be determined. However, this failure mode has been escalated per internal processes.

Event description:
The international customer reported there was a hole in the turbo-ject power injectable PICC (peripherally inserted central catheter) which resulted in a leakage. Another product was used to continue the procedure, with no patient adverse events reported. The product is reportedly available for return; however, as of the date of this report, no device has yet been received for evaluation. After further review of the record, it was determined that it should be noted that per the customer,"there was hole that caused leakage but he cut it out and threw away. Another product is used. During the investigation it was clarified that the patient was not cut but rather the leaking portion of the device was cut off.

Manufacturer narrative:
(B)(4). The event is currently under investigation. A follow-up report will be submitted upon receipt of additional information or completion of the investigation.

Event description:
The international customer reported there was a hole in the turbo-ject power injectable PICC (peripherally inserted central catheter) which resulted in a leakage. Another product was used to continue the procedure, with no patient adverse events reported. The product is reportedly available for return; however, as of the date of this report, no device has yet been received for evaluation.